Event description:
Although there was no injury to the pt whatsoever, since this product was recently recalled from the market by the manufacturer, we are reporting this product failure as MDR. During lap chole, tip of the probe fell off in pt. Broken piece has been retrieved with no problem.